Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal lv (low voltage) electrode of the lead was covered in blood. The lead was returned with dried blood on the helix and within the sleeve head. The analyst commented that dried tissue and body fluid in the sleeve head prevents the helix from extending and retracting. This is not a lead failure.

Event description:
It was reported that during the implant procedure, after right ventricular (rv) lead fixation, it was not possible to deploy/extend the tip. The rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)